Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in lobectomy during lung extraction from cavity, the device bag was tore or broke because the specimen was too large for the bag. Nothing fell into cavity. Surgeon was unable to explain that level of detail; all of specimen was pulled out of patient cavity. No harm/injury to the patient.